Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient complained of chest pressure. It was determined via xray and ultrasound that the patient suffered a perforation and tamponade. In addition, the atrial threshold was noted as high. The patient received a drain, and the right atrial (ra) lead was revised later that day. The ra lead remains in use. No further patient complications have been reported as a result of this event.